Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit over heated. The patient was transferred to another unit to continue therapy. There was no patient harm reported.

Manufacturer narrative:
Additional information: section a2, a3, a4, b4, g4, g7, h2, h10.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit overheated and shutdown. The patient was transferred to another unit to continue therapy. There was no patient harm reported.

Manufacturer narrative:
Initial aware date corrected to 07/22/2022.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the safety disc, tidal disc and compressor scroll compressor, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.